Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The premature battery depletion was confirmed in the laboratory. A longevity calculation found that the device was not within the expected longevity performance. Device functionality was normal throughout testing. The battery was sent to the vendor for further analysis. An internal anomaly was found to be the cause for the premature battery depletion.

Event description:
It was reported that the device exhibited premature battery depletion.